Event description:
It was reported that the patient received shocks for right ventricular (rv) lead t-wave oversensing (twos). The rv sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the patient again received inappropriate therapy due to twos. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).